Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification. Deformation was evident to the mid and distal stent wraps with struts raised. Slight deformation evident to the distal tip. A guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Please note that this device onyx trucor is not marketed in the united states; however, the device is deemed the same as the united states marketed device resolute onyx rx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the stent failed to pass through the lesion and became stuck during advancement despite both the guidewire and balloon passing through the lesion. The lesion that the onyx trucor was intended to be implanted in was a moderately tortuous, non-calcified lesion in the left anterior descending artery. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. Despite appropriate lesion preparation and the use of different support optimization techniques the device was unable to cross to be deployed and could not be implanted. A guide extension catheter was unavailable. There was no deformation noted to the device. Subsequently, it was attempted to implant two other brands of stents in the same lesion, but these also failed to cross. No patient complications have been reported as a result of this event.